Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a disconnect in the cable unit which resulted in no image displayed. Additionally, the following findings were noted: the scope did not rotate smoothly due to a gap between coupler unit and water tightness lost due to a leak in the cover unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the hd autoclavable camera head had a cable break. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the image cannot be displayed properly occurred because video function did not work properly due to internal damage of cable. The cause of the cable failure was caused by handling by the customer. The phenomenon may be prevented by following the description in this section of the instruction manual which states: precautions against frozen or lost endoscopic images "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ olympus will continue to monitor field performance for this device.